Event description:
The reporter stated the surgeon implanted a 13.2 mm micl 13.2 implantable collamer lens in the pt's right eye (od) on (B) (6) 2009. The icl was explanted on (B) (6) 2010 due to excessive vaulting. The pt had hyperopia due to the vault. The icl was exchanged for a shorter lens.

Manufacturer narrative:
(B) (4) (hyperopia). (B) (4).